Event description:
It was reported that during preparation, the stent was noted to be loose. The product was not used on the pt. This is being reported based on the analysis of the returned device, revealing that the tip had separated.